Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the clinic with abnormalities on atrial egm. The lead was dislodged. The lead was explanted and replaced. The patient was stable.